Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting increased defibrillation impedance measurements since april 2011 and most recently was greater than 125 ohms. Additionally, elevated threshold measurements were observed. There was one episode of noise which was oversensed but did not result in any sustained episodes. No adverse patient effects have been reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed troubleshooting techniques and other reprogramming configurations they could try for this lead. Noise could not be reproduced with arm movements or pocket manipulation. The consultant discussed a potential lead and/or lead to device connection issue and that the device may not be able to deliver therapy. The caller will discuss the clinical observations with the patient's physician. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received stating a revision procedure was performed and the lead was removed from service. The vein was occluded and access could not be gained for a replacement lead. Therefore, the replacement lead was implanted on the patient's ride side. This product issue will be updated if additional information is received.